Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash that feels like it is on fire everywhere the equipment touches the skin. There was no alleged device malfunction contributing to the rash. The patient¿s nurse provided benadryl for the rash. Follow up indicated that the rash improved.